Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to review test records. Review of the event log shows no errors during processing. On (B)(6) 2019 an immucor service technician inspected echo instrument serial number (B)(4) and performed an unexpected reaction checklist and the instrument was found to be operating within specifications. The instrument was ruled out as the cause of the event. A donor segment sample related problem cannot be ruled out causing the initial reported issue. The internal immucor record for this event is (B)(4).

Event description:
On (B)(6) 2019 a customer received unexpected negative with igg crossmatch using capture-r select on the echo instrument.